Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 5: house retain samples were tested for leakage, per specification with passing results. The reported defect was not confirmed. Although the reported defect was not confirmed, b. Braun medical inc. Has initiated a (CAPA) corrective action and preventive action to address the issue of cracked caresite valves. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformance noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: caresite valve is attached to an IV cannula where medications can be given via a push dose. While being administered, the valve leaked chemotherapy onto patient. This has occurred on multiple occasions. No injuries reported.